Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 16th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, corrosion has built up on the device. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, corrosion has built up on the device. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the affected spring arm was replaced and the device returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since appearance of corrosion could be considered as technical deficiency, and in this way device contributed to event. It was established that the affected device was not being used for patient treatment or diagnosis when the event occurred. As per information provided by getinge technician, the issue was noted during the preventive maintenance. When reviewing reportable events for this type of issues we were able to establish that the received incidents are occurring at a low ratio. A root cause was analyzed by subject matter experts at manufacturing site. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report can not be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).